Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 15879001/16289909.